Event description:
This unsolicited device case from (B)(6) was received on 10-nov-2015 from an orthopaedic surgeon. This case involves a female patient (age unknown) who experienced swelling in foot and swelling in knee after receiving treatment with synvisc one. Patient's relevant past drugs, medical history, concurrent condition and concomitant medication were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once in unspecified knee (batch/ lot number and expiry date: not reported) for osteoarthritis of the unspecified knee. On unknown dates in (B)(6) 2015, after unknown latencies, patient experienced swelling in knee to foot. At the time of report, the patient was still under observation in hospital. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. Seriousness criteria: hospitalization or prolongation for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 16-nov-2015. Global ptc number and ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 16-nov-2015: the follow up information received does not change the overall assessment of the case. Sanofi company comment dated 13-nov-2015: this case concerns a female patient who received treatment with synvisc one for knee osteoarthritis and was later hospitalized due to swelling in knee and foot. Since patient experienced swelling in knee the causal role of suspect product cannot be denied in occurrence of the event. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from (B)(6) was received on (B)(4) 2015 from an orthopaedic surgeon. This case involves a female patient (age unknown) who experienced swelling in foot and swelling in knee after receiving treatment with synvisc one. Patient's relevant past drugs, medical history, concurrent condition and concomitant medication were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once in unspecified knee (batch/ lot number and expiry date: not reported) for osteoarthritis of the unspecified knee. On unknown dates in (B)(6) 2015, after unknown latencies, patient experienced swelling in knee to foot. At the time of report, the patient was still under observation in hospital. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. Seriousness criteria: hospitalization or prolongation for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this case concerns a female patient who received treatment with synvisc one for knee osteoarthritis and was later hospitalized due to swelling in knee and foot. Since patient experienced swelling in knee the causal role of suspect product cannot be denied in occurrence of the event. However, lack of detailed information about medical history, concurrent conditions and concomitant medication precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from an orthopaedic surgeon. This case involves a (B)(6) female patient who experienced deep vein thrombosis after receiving treatment with synvisc one. Medical history was significant for post arthroscopy 2 weeks prior to synvisc one injection. Patient's relevant past drugs, concurrent condition and concomitant medications were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once in unspecified knee (batch/ lot number and expiry date: not reported) for osteoarthritis of the unspecified knee. The same day, the patient underwent doppler ultrasound (usg doppler) and confirmed diagnosis of deep vein thrombosis (dvt) with symptom swelling on the right knee. Currently the patient was treated with furosemide (lasix) and physiotherapy and planned to have angiography. On unknown dates in (B)(6) 2015, the patient experienced swelling in knee to foot. It was confirmed that subject not hospitalized for this event. On an unknown date, patient was recovered and angiography was cancelled. Corrective treatment: furosemide (lasix) and physiotherapy a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event additional information was received on 16-nov-2015. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 18-nov-2015. Patient's age was added. Medical history, corrective treatment and lab data was added. Additional event of deep vein thrombosis was added along with details and swelling in foot and swelling in knee/swelling on the right knee were made it's symptoms. It was confirmed that subject not hospitalized. Clinical course was updated. Text was amended accordingly. Additional information was received on 08-jan-2016. Outcome was updated from not recovered to recovered and text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment 8-jan-2016: the follow up information received doesn't change previous case assessment. Sanofi follow up company comment dated 18-nov-2015: as per the follow up information received, the patient experienced deep vein thrombosis and associated symptoms of swelling in right knee and foot after receiving synvisc one injection for knee osteoarthritis. As per the provided clinical information, the causal relationship between the suspect product and events could not be denied. However, lack of detailed information regarding patient's medical history, concurrent illness, concomitant medications, lab reports leads to incomplete assessment of the case.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from an orthopaedic surgeon. This case involves a (B)(6) female patient who experienced deep vein thrombosis after receiving treatment with synvisc one. Medical history was significant for postatroscopy 2 weeks prior to synvisc one injection. Patient's relevant past drugs, concurrent condition and concomitant medications were not reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once in unspecified knee (batch/ lot number and expiry date: not reported) for osteoarthritis of the unspecified knee. The same day, the patient underwent doppler ultrasound (usg doppler) and confirmed diagnosis of deep vein thrombosis (dvt) with symptom swelling on the right knee. Currently the patient was treated with furosemide (lasix) and physiotherapy and planned to have angiography. On unknown dates in (B)(6) 2015, the patient experienced swelling in knee to foot. It was confirmed that subject not hospitalized for this event. Corrective treatment: furosemide (lasix) and physiotherapy. Outcome: not recovered/ not resolved. Seriousness criteria: important medical event. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 16-nov-2015. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 18-nov-2015. Patient's age was added. Medical history, corrective treatment and lab data was added. Additional event of deep vein thrombosis was added along with details and swelling in foot and swelling in knee/swelling on the right knee were made it's symptoms. It was confirmed that subject not hospitalized. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 18-nov-2015: as per the follow up information received, the patient experienced deep vein thrombosis and associated symptoms of swelling in right knee and foot after receiving synvisc one injection for knee osteoarthritis. As per the provided clinical information, the causal relationship between the suspect product and events could not be denied. However, lack of detailed information regarding patient's medical history, concurrent illness, concomitant medications, lab reports leads to incomplete assessment of the case.